Manufacturer narrative:
The following functional tests were performed: a authorized representative went onsite to evaluate the device. However, the device was not available for testing, as the customer was unsure which intellivue x3 was used at the time of the event. Based on the information available and the testing conducted, the exact cause for the reported issue could not be established. The reported problem was not confirmed. The device was not available for testing. Therefore the exact cause not be established. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that no sound was coming from the intellivue x3. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported no sound was coming from the intellivue x3. The device was use at time of event, there was no adverse event reported.